Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer received a button error on their insulin pump. It was reported that the customer's blood glucose was 119mg/dl. It was reported that the customer's up button was unresponsive. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.

Manufacturer narrative:
The insulin pump was received with an unresponsive up arrow button due to corroded keypad trace. The insulin pump had minor scratched display window and cracked reservoir tube lip.